Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Tip of the t15 screw driver broke off from the torque limiter into one of the screws and the surgeon tried for approximately 10 minutes to get the fragment out. Couldn't retrieve fragment in the head of the screw and was reported to be left in the screw head.